Event description:
Provider states the end user has a lot of tone and breaks the pivot slide tube on left side, unit in a residential home, no property damage or injury alleged. No further information provided.